Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Method - review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-02055 / 02057). Product location unknown.

Event description:
Patient reported undergoing a right shoulder irrigation and debridement procedure approximately two months post-implantation due to pain, infection, and rotator cuff tear. Four suture anchors were removed and replaced with three suture anchors.